Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10134. It was reported the patient is not receiving effective stimulation. Lead diagnostics showed contacts 15 and 16 had low impedance. X-rays were taken and indicate the lead tail in port 9-16 is partially pulled out. Of the ipg header. Surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's ipg was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.